Manufacturer narrative:
Based on the report sent to us from porter (written by the doctor), we have the following opinion. 1. This fire appears to be the result of adiabatic compression in the presence of a contaminate where an upstream particulate or hydrocarbon entered into the regulator when the cylinder valve was opened. The contaminate overheated due to the increased energy of adiabatic compression and sparked a fire inside the regulator. This is evidenced by the fact that the user stated the fire started immediately after opening the cylinder valve. 2. If an outside contaminate is introduced, the heat associated with adiabatic compression in a pure oxygen environment can cause the internal regulator components to burn. Any adjacent personnel could be injured by the molten metal. 3. There are two instructions (outlined in our manual) that are related to assembling and operating the regulator which would have prevented this fire from occurring. The first is to "burp" or quickly turn on and off the cylinder valve prior to assembling the regulator. This blows out any dust, dirt or other debris that could contaminate the system and cause such a fire. The second is to slowly open the cylinder valve. If the valve is opened slowly, the energy that results from the adiabatic compression will be reduced decreasing the risk for an oxygen fire, even if contaminates are present. Opening the cylinder valve quickly results in higher energy and an increased risk of causing a fire in the presence of contaminates (see attached highlighted portions of the instruction manual). 4. This regulator and all components were cleaned for oxygen service per cga g-4.1 prior to shipment. Unless outside contaminates are introduced and/or operating procedures are not adhered to, the regulator design is resistant to oxygen fires due to adiabatic compression. 5. Once harris gets the subject regulator back from porter, we will send out to a third party testing lab to look for traces of hydrocarbon or other contamination that would have contributed to this fire. 6. Based on the facts known so far, we believe this fire was directly related to contaminates coming from the cylinder. Supporting this conclusion is the fact that the regulator had been safely used for several years prior to this incident. The cylinder is not currently available to us for analysis as the gas cylinder company removed the cylinder from the dental facility shortly after the incident, and remains in its possession. 7. As stated in #3 above, proper assembling and operating procedures for the regulators minimize or eliminate the chance of a fire. It is unknown at this time whether those procedures were followed. The dental facility does not attach regulators to the cylinders directly. We understand they hire the gas cylinder company to come out and do this for them. We do not know if proper procedures were followed by the gas cylinder company (was the cylinder valve "burped") prior to attaching the regulator, or if the cylinder was opened slowly by the dental facility employee. This is our opinion based on limited information to this point. The device was returned to our facility on 07/17/24 and is being sent to an independent laboratory for analysis.

Event description:
Per report from dentistry office: normal start of every day - she opens the practice up, and as part of that process - goes to the tank room - opens the cylinder valves to the medical gas system. She reported that she only half turned the cylinder valve and immediately heard the pressure relief valve blow out - kind of a mini explosion - and then the regulator exploded right in front of her. The force knocked her back - hot metal shrapnel all over the room. She was very fortunate that she had no injury to her face and eyes. Had burns and holes on her dental uniform - and severe burns on her arm and hand as that was on the cylinder and valve. She was alone in the office - able to crawl out to the parking lot and call 911 and then the dr. He said he made it there about 10 minutes later. Said the fire burned itself out very quickly.